Event description:
It was reported that during implant of the left ventricular lead, the lead was not able to be placed due to the patient's anatomy. The lead was not used, and it was replaced by a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.